Manufacturer narrative:
A probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported during surgery the probe would not cut unless the surgeon floored the foot pedal. The probe was switched out and the surgery was completed. There was no pt injury reported.